Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use states, under special patient populations, that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide devices, are being filed under a separate medwatch manufacturer report numbers.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and two additional proglide devices were attempted, but also resulted in a needle-to-cuff miss. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.